Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account called abbott technical support (ts) and reported suction loss/suction break in the last few seconds of the procedure with an intralase patient interface (pi) after the laser fired, that the surgeon wanted to do a side cut only procedure which abbott ts assisted them with the steps of how to do a side cut only procedure and how to disengage foot pedal, select cancel, select treat right eye (od)/left eye (os). It was reported that the patient squeezed and suction was lost before side cut. The surgeon used the same pi, did the side cut only and completed the surgery. It was reported that there was no patient injury and no medical intervention was required, that the patient outcome was good.